Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a vessel dissection occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left external iliac artery. The physician attempted to insert a non bsc guide wire and felt some resistance, but was unable to position the device into the target lesion. A 7-2/5.3/135 synergy balloon was advanced to the lesion for predilation; however, it was unable to cross the lesion. The physician then replaced the guide wire with a non bsc device and dilated the lesion again with a 2x40mm non bsc balloon. The physician performed additional dilation with a 7x40mm sterling balloon and after dilation a dissection was discovered. A 7x37mm express stent was deployed in the lesion to treat the dissection. The procedure was completed with no further patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Sterling - it is unknown whether the device was monorail or over-the-wire. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.